Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for an implant. The physician attempted to implant a passive fixation lead but the lead would not stay where intended and so the lead was not used. However, in lieu thereof, an active fixation lead was then successfully implanted. No further information was available.